Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified subclavian artery. A 7.0 x 40, 135cm mustang balloon catheter was advanced for dilation. However, during inflation before reaching the nominal pressure, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.